Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was high. The customer stated that he primed the pump and the bottom part fell off. The customer ran out of insulin while he treated for his high readings. The customer was unable to troubleshoot for high readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.